Manufacturer narrative:
H6: investigation summary our quality engineer inspected the picture and physical samples returned for evaluation. Bd received one affected sample, two pictures, and one video for this incident. Through inspection of the provided video, it has been determined that this issue is related to failure to decouple. This issue is also confirmed through the picture samples. There is no known application cause for this type of defect and there is no evidence to suggest irregular use; therefore, the defect is most likely attributed to the manufacturing process. The physical sample was inspected and the primary septum component was not seated correctly in the product. The primary septum should sit flat on the canister, creating a level seal. The primary septum in the sample is uneven and stretched down past the top of the canister. If this occurs, a proper seal is prevented which can cause leakage. Based on the location of the damage, this defect most likely occurred during the manufacturing process. Operators perform inspections and tests for leakage and damaged components during the production process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: after successful puncturing, there was blood leakage at the septum.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: after successful puncturing, there was blood leakage at the septum.